Manufacturer narrative:
The actual device was not available; however, seven (7) photographs were provided for evaluation. A visual inspection with the naked eye did not observe any issues with the patient connector of the amia automated pd cycler set that could be related to the report of connection issue. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set was unable to be disconnected from the transfer set. The patient line had to be cut to disconnect. This occurred after completing peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.